Manufacturer narrative:
Olympus could not evaluate the subject device referenced in this report since it was discarded. The manufacturing record of the indicated lot number was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. However, this type of event is most likely related to the operator's technique. When the user tried to crush the calculus, breakage of the wire might occur since the large load exceeding the device strength was applied due to the conditions of the calculus such as size, hardness, shape. The instruction manual of the device has already warned as follows; do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. A lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure.

Event description:
On (B)(6) 2018, the subject device was used for crushing a calculus in the bile duct. In the procedure, when the user tried to crush the calculus with the subject device, the basket wire of the device snapped and left in the patient body. The patient was transferred to another facility on the same day, then the remnant part was extracted surgically and discarded. On (B)(6) 2018, the patient was discharged from the facility.